Event description:
While staff was transferring resident using stand lift, plastic clip belt on ez stand harness broke and resident fell to the floor. Resident was closely monitored, but sustained no injuries.